Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 28 devices were received for evaluation. Six events were duplicated during testing. Fourteen events were not duplicated during testing; however, the devices were found to be outside specifications. Eight devices were found to be affected by worn components. Three devices were found to be affected by damaged and worn components. Three devices were found to be affected by damaged components. Three devices were found to be affected by corroded and worn components. One device was found to be affected by damaged and corroded components. One device was found to be affected by internal corrosion, worn components, and damaged components. One device was found to be affected by rotor rub, corrosion, and worn components. The reported event was not duplicated for 8 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device overheated. Twelve events had patient involvement with no patient impact. Twelve reported events had no patient involvement or patient impact. Four reported events had unknown patient involvement or patient impact.